Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address left hip pain. Update ad 29 may 2018: com-(B)(4) has been re-opened under (B)(4) due to receipt of ppf, sticker sheets and medical record. Ppf alleges loosening of cup, infection, loosening of stem, metallosis and elevated metal ions confirmed in medical records. The event description has been updated to indicate the allegations as reviewed. The lawyer, law firm name, patient's dob and impacted products were updated. Doi: (B)(6) 2006 dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
(B)(4).